Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had an infection. Reportedly, the patient had infection where the device was inserted but it was now healed. There were no additional adverse patient effects reported. All available information indicates that the rv lead remains in service.